Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Analysis of the AED's log files and battery pack sn (B)(6) confirmed the battery had depleted but did not identify a cause for the depleted battery pack. Once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.